Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse inserted the IV chemotherapy doxorubicin (adriamycin) bag into the pump and initiated the infusion. A few minutes later the patient reported seeing a leak from the side port (bag access port) of the doxorubicin infusion. The nurse stopped the infusion to assess the tubing when it was noted that there was a small puddle of red chemo noted on the floor below the pump, as well as, on the base of the pump and on the back of the IV pole. The nurse obtained a spill kit and the nurses involved in a spill response gowned, gloved and masked appropriately while containing the spill with absorbent pads. The patients room required cleaning by housekeeping and the final safety clean was performed by the pharmacy department per their institutional policy. The patient was moved to a new room with a new pump and the infusion was resumed without further complications. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leaking bag access port was confirmed. Initial inspection of the set did not reveal any damage or abnormalities. Examination under magnification showed a hole or puncture mark near the center of the opening slit at the top of the blue piston. Functional testing confirmed leaking around the bag access smartsite. The cause of the leak was a damaged smartsite piston. The cause of the damage was determined to be a combination of factors which can occur during the automated assembly of the smartsite component.

Event description:
The customer reported that the nurse inserted the IV chemotherapy doxorubicin (adriamycin) bag into the pump and initiated the infusion. A few minutes later the patient reported seeing a leak from the side port (bag access port) of the doxorubicin infusion. The nurse stopped the infusion to assess the tubing when it was noted that there was a small puddle of red chemo noted on the floor below the pump, as well as, on the base of the pump and on the back of the IV pole. The nurse obtained a spill kit and the nurses involved in a spill response gowned, gloved and masked appropriately while containing the spill with absorbent pads. The patients room required cleaning by housekeeping and the final safety clean was performed by the pharmacy department per their institutional policy. The patient was moved to a new room with a new pump and the infusion was resumed without further complications. There was no patient harm.